Manufacturer narrative:
(B)(4). Surgical procedure, secondary surgery. Explanted. (B)(4).

Manufacturer narrative:
Evaluation method - medical review. Results - medical review - the icl is indicated in patients (B)(6) of age. There is a much greater risk of cataract in patients (B)(6) of age post icl implantation. The patient in this case is (B)(6) of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions - based on the complaint history, work order search and the medical review, a probable cause of the event is the off-label use of the lens in regards to the patient's age. (B)(4).

Manufacturer narrative:
(B)(4) - cataract, induced, vision, loss of. (B)(4) - device remains implanted. Device was not evaluated by manufacturer. The icl remains implanted. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Device remains implanted.

Event description:
Additional information received - the lens was explanted on (B)(6) 2011. The cataract was removed and an iol was implanted. The patient's bcva was 20/20.

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his left eye (os) on (B)(6) 2007. The patient reported has lost vision due to the development of a cataract. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.